Event description:
It was reported that the device was interrogated prior to implant and found to have a low battery voltage. The device was not used and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and revealed a (B)(4) cap - leakage-unspecified. The depleted battery was caused by high current drain and low battery voltage. (B)(4) analysis reconfirmed the high system current drain ((B)(4)) and a depleted battery voltage of (2.61 volts). The depleted battery was caused by high current leakage in the c38 tantalum capacitor (atrial hold capacitor).